Manufacturer narrative:
Concomitant products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, explanted:(B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 05-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a lack of stimulation to left leg, where her pain is located. She is getting stimulation to her right leg only. Per hcp, patient did take a fall recently but unclear if this contributed to event. Impedances all normal. An xray showed the lead still in place. No other diagnostics or troubleshooting performed. Lead was replaced. Issue resolved.